Manufacturer narrative:
(B)(4). Insulin pump unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. The insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, missing display window cover, serial number label missing, end cap address label faded and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the battery compartment was broken. The blood glucose was unknown at the time of the incident. The insulin pump will be returned for analysis.